Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, which resolved the issue, and there was no recurrence of the malfunction code after resetting. Caller was advised to continue using the pump and to contact support again if any malfunction recurs.